Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: they found "black foreign matter in tube cap."

Manufacturer narrative:
H6: investigation summary: bd received 1 samples and 4 photos for investigation. The photos and samples were reviewed and the indicated failure mode for embedded fm with the incident lot was observed. Additionally, 100 retention samples from bd inventory, were evaluated by visual examination and the issue of embedded fm was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: they found "black foreign matter in tube cap."